Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4). Note: manufacturer contacted customer on 7/20/2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. Due to symptoms at time of initial call, the customer had gone to the doctor on (B)(6) 2018. At the doctor's office the customer's blood glucose test result obtained with their device was 90 mg/dl fasting; customer's blood glucose test result was 105 mg/dl fasting when customer left physicians office. The diagnosis was hypoglycemia. Customer stated doctor gave her orange juice to elevate sugar. On (B)(6) 2018, novolog dose changed to 10 units at breakfast, 8 units at lunch and 10 units dinner, sliding scale; lantus once a day 80 units once day. Additional blood tests have been performed using the truemetrix meter and customer was advised to discontinue use of meter and strips and to return for investigation.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 120, 136, 106, 166 and 158 mg/dl. Customer was also concerned with meter to meter comparison test results of 114 mg/dl using truemetrix meter and 97 mg/dl using another device. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. Customer also reported past adverse event. Customer stated that on (B)(6) 2018 she was sweating, vomiting, shaking, and stated that she had a seizure, blurry vision and shortness of breath. Customer performed a blood glucose test fasting with the truemetrix meter and had obtained a result of 27 mg/dl. Customer then ate an ice cream bar and raisins and had drank juice. Customer had checked her blood sugar 30 minutes later and obtained a test result of 32 mg/dl. Customer stated that the paramedics arrived 40 minutes later and they checked her blood sugar with their meter and the result was 62 mg/dl. They transported her to the hospital. In the ambulance, their meter had read 100 - 154 mg/dl within the 15 minute ride. At the hospital they checked her blood sugar and the results were 148 mg/dl with their meter and 154 mg/dl lab test result. She was diagnosed with hypoglycemia and anxiety attack due to low blood sugar. Customer received medications for nausea, glucogen and was given juice. She was discharged 6 hours later on (B)(6) 2018 with a blood sugar of 300 mg/dl. No new medications or healthcare program had been suggested. At the time of the call on (B)(6) 2018 the customer reported feeling clammy and shaky; customer denied the need for medical intervention at the time of the call. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 114 mg/dl and 142 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/25/2019 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6). Customer is currently feeling shaky and clammy, she refuses the need for medical intervention. Customer has been comparing her meter with her son's meter. She states that the meter is reading higher than her son's meter. She is concerned that the truemetrix meter is reading too high. Advised customer to not compare meters. Customer states that when she compares both meter, she believed that her son's meter is accurate. For example, she gets results of 114mg/dl in the metrix meter, and 97 mg/dl fasting in the son's meter. Son has a competitor's meter.